Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore 100 retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, there was one underfill or low draw of a tube with blood. The patient sample required recollection because of the issue, and it caused redness, swelling and pain at the original puncture site.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, there was one underfill or low draw of a tube with blood. The patient sample required recollection because of the issue, and it caused redness, swelling and pain at the original puncture site.